Event description:
It was reported during a da vinci si pulmonary wedge resection procedure that the maryland bipolar forceps instrument would not articulate the surgeon's movements. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated engineering was unable to confirm the reported failure mode. The instrument was placed on an in-house system and driven. Recognition and engagement testing passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument is fully functional. The electrical continuity testing passed. Engineering also found various scratch marks exhibiting light material removal on the distal end of the main tube. The scratches were short in length and not axially aligned with the tube. Engineering concluded that damage to the main tube was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.